Event description:
No additional information received from customer.

Manufacturer narrative:
Device returned and not reproduced: a review of the complaint history found no trends that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope was removed from medivator (reprocessor) and an oily residue was found on the scope. The event occurred during reprocessing. There were no reports of patient involvement.